Event description:
The plaintiff's atty alleged that the pt experienced a cardiac arrest and expired. These claims were allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. A follow up will be submitted upon receipt of additional info.